Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician turned the device off and then powered it on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed bench handling and full functionality testing using a known good ECG cable and multifunction cable on simulator without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer along with a new multifunction cable. Analysis of reports of this type has not identified an increase in trend.